Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to rupture.

Event description:
Patient reported left side device rupture. The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device photo evaluation. Visual analysis of the photographs identified: red particles on the surface of the shell; opening on radius side. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Patient advised their "breast became hard on palpation, then began to increase in size, pain appeared. Immediately went to a doctor, conducted an MRI study, which diagnosed : a rupture of the silicone implant at the base. Later, several more ultrasounds were done, which confirmed the same diagnosis. Treatment: compresses with dimexidum 1:7." Healthcare professional late reported capsular contracture, baker grade IV.